Event description:
Consumer claims her humidifier caught on fire and damaged the flooring. There were no reports of injury with this incident.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier caused this failure.